Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after the xact stent implantation in the right internal carotid artery, the patient experienced hypotension and was treated with neosynephrine and then oral pseudoephedrine. The condition is improving, but the patient was discharged 2 days after the procedure on pseudoephedrine, with follow-up scheduled in 1 week. No additional information was provided.